Event description:
During surgery, he noted that the surgeon appeared to have problems with the blocker. It was not possible to turn it in. Another one was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.